Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.7mm and the lesion length was 16mm with 100% percent stenosis. A non-bsc balloon was used during the procedure. A 2.75x16mm liberte stent was implanted. An additional procedure was performed in the target lesion; placement of a second liberte stent due to a dissection. The procedure was evaluated as technically successful. Residual stenosis was 0%.